Event description:
It was reported that glitching screen and power cord replaced. This unit was actually sent back for no flow issue. But unit found intermitted display issue during troubleshooting. Will replaced the control panel as preventative procedures. Per follow up information received via email on (B)(6) 2024, in a nutshell the issue they found was the malfunctioning flow sensor. And they fixed the issue by replacing the circulation pump. And they found intermitted display issue from the control panel, which had been replaced for preventative purposes. And the power cord had been replaced due to physical broken. And preventive maintenance, calibration and est test performance as the manufacture standards.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that glitching screen and power cord replaced. This unit was actually sent back for no flow issue. But unit found intermitted display issue during troubleshooting. Will replaced the control panel as preventative procedures. Per follow up information received via email on 31jan2024, in a nutshell the issue they found was the malfunctioning flow sensor. And they fixed the issue by replacing the circulation pump. And they found intermitted display issue from the control panel, which had been replaced for preventative purposes. And the power cord had been replaced due to physical broken. And preventive maintenance, calibration and est test performance as the manufacture standards.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is a failed flow meter. Confirmed the issue related to the circulation pump, which flow sensor wasn't functioning properly. Circulation pump replaced. Calibration performed. A DHR review is not required as the reported event is not an out of box failure and therefore the reported event is not manufacturing related. The complaint or reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.